Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity surgical intervention. Note:( device was not explanted). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast augmentation with an unknown mentor moderate, 425 cc saline breast implants experienced left-sided baker¿s grade unknown capsular contracture and deflation, and right-sided cutaneous contour deformity post procedure. There was upper medial fold in both sides, more pronounced on the left side. As a result, the patient underwent bilateral medial capsulotomy, and left device was replaced due to damage during the capsulotomy procedure with a 425cc mentor moderate implant on (B)(6) 2015. This report relates to the right implant.